Manufacturer narrative:
No adverse patient effects were reported. As of today, the attempted lead has not been returned. This report will be updated when additional information is available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts in the insulation at 29cm from the is-1 terminal pin. A separation of the gore covering from the medical adhesive at the proximal edge of the proximal shocking coil was observed. Associated with this was a slight stretching of the proximal end of this shocking coil. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific crm received information that this defibrillation lead was an attempted implant. During a device and lead replacement procedure, this lead was implanted but the pacing impedance measurements were >4000 ohms and no capture was observed when pacing through the lead. The field representative noted that no transvalvular insertion (tvi) tool was used with the 9.5f safesheath. Another lead of the same model was successfully implanted.